Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and given a preliminary visual examination here at mitek. The complaint states that some insulation came off of the device; however the insulation appears intact and whole. What is noted is that at the working head of the device, the distal half of the active plate is missing. No lot number was supplied, which, precludes conducting a batch review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The complaint device was forwarded to the mfg. For a conclusive root cause analysis; the mfg. Noted that the missing portion of the active plate had been melted away; they conclude that the most likely fault for the device's condition is that while in use and active, it came into contact with something metallic; such as the scope while in the body. We attribute this issue to technique, a user issue. At this point in time, no further action is warranted; however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, something from the distal end of a mitek s90 electrode, possibly some insulation material, came away from the device while in use in the body. The surgeon thinks that the underlying cause for this issue may have been that he was abrading the device against the acromion. This is all of the information made available so far; there are questions out for further detail and clarity.